Event description:
It was reported that the patient never had therapeutic effect. Event 1) event date (B)(6) 2015. The patient was on program 3 at 8.5v and had reach the upper limit icon. Event 2 ) event date: (B)(6) 2015. It was noted that there was a fall on (B)(6) 2015. Patient services reviewed it was before implantable neurostimulator (ins) was put in. The caller confirmed the fall was after the ins was implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0u13c, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).